Manufacturer narrative:
Investigation results: the visual inspection showed that the seal and the delivery device remained inside the loader device. The seal was not loaded inside the delivery tube. The plunger was not depressed and blood was not visible on the unit. When the delivery tube was removed from the loader device, it was observed that the tube was distorted. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.